Manufacturer narrative:
The pad device was installed on (B)(6) 2008 and operated successfully until (B)(6) 2008. The temperature dropped to 4.1 degree c during this time. The device failed a weekly self test on (B)(6) 2008 for a low battery and the temperature was 0.3 degree c. The device was left in fault mode until (B)(6) 2008 when it again failed a test due to a low battery. The software was upgraded on (B)(6), 2009. There are several more self test fails for low batteries during 2009. There is a variety of temperatures recorded but most are extremely low indicating the device is not being adequately stored. The pad-pak was replaced on (B)(6) 2010 and the device operates until (B)(6) 2011. Again their are several manual power ups in (B)(6) 2011. The problem with the device was attributed to a fault in the membrane. The very low temperatures recorded suggest the device is not adequately stored and being exposed to adverse environmental conditions. This had been know to have a detrimental effect on the device membrane and is considered likely to be the root cause of the fault in this case. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. This device malfunctioned because the device was depleting pad-paks before the expiry. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.